Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explanting surgeon is: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a total vaginal hysterectomy, vaginal wall sling suburethral and cystoscopy procedure performed on (B)(6) 2016 for the treatment of stress urinary incontinence and pelvic prolapse. During the surgery, a mild cystocele was reportedly observed. Due to mesh erosion, the patient underwent a urethrolysis procedure on (B)(6) 2019. The patient was placed in a dorso-lateral position during the surgery, prepped, and draped in the standard surgical fashion. She was examined after a weighted speculum was inserted into her vagina, and there was sling erosion in the right posterior corner of the vagina. With a right angle clamp, the sling was grasped and circumnavigated. It was then split into two snaps. The appropriate mesh was then traced and cut up to the endopelvic fascia. Moreover, the sling was then traced over the urethra and released from the urethra posteriorly, but it was still partially supported because there was no skin erosion. After removing the foley catheter and closing the skin with a running 2-0 monocryl, the patient was brought to the recovery area for a voiding trial before being transferred to the doctor's office for further evaluation.